Event description:
It was reported when using the bd pyxis¿ medstation¿ es, pocket was failed and an error message displayed, error time out was detected by underline data source. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, pocket was failed and an error message displayed, error time out was detected by underline data source. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there is experienced a timeout detected by the underlying data source. A field service engineer found the database in suspect mode and was unable to delete it or start sql services. Event error was observed. The station was reimaged as instructed, rebooted, network credentials updated, and reconnected to the main server. Diagnostics were run and passed successfully. After a final reboot, the user was able to access the device and verify functionality. The system functioned as intended after the field service engineer troubleshot the device.